Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the lemo connector and the interconnect cable. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the screens were black on the 9800 system. No patient injury was reported.